Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique, further described as touch contamination. It was reported the patient was not hospitalized for the event. On an unreported date the patient was treated with unspecified intraperitoneal (ip) antibiotics. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers of h14c22028 and h14b17038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.